Manufacturer narrative:
Follow-up #1: date of submission 9/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: testing was unable to duplicate complaint of under responsive keypad. Keypad is intact; all buttons responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. Opened pump to inspect keypad flex; internal moisture damage found on keypad connector visible rust/corrosion inside battery compartment and on battery cap. Leak test performed; failed due to battery compartment leak.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.